Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910 - 2017-21182). Is being retracted as it is a report duplication. Original MFR-(1818910-2017-21182) will be kept for investigational purposes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 17 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to bilateral knee osteoarthritis and pain. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to pain and discomfort. The surgeon indicated the tibial component was loose at the implant to cement interface. He noted the femoral component appeared to be solid and was not revised, and the patella was stable and not revised. The patient was implanted with attune system and smartset cement x 2 and there were no complications to the procedure. Doi: (B)(6) 2016, dor: (B)(6) 2017 (lt knee).